Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). A maquet field service technician was on site and investigated the unit in question. He troubleshot the device and could not confirm the problem with the pressure. According to service order# (b)(4 the technician performed as follows: he completed a full pm service under so# (B)(4) and found everything to be within normal operating specifications. It was suspected that there may have been a wet or loose connection to the hls module. Performed full pm, safety, calibration and functionality checks passed factory specifications. All connections appear to be clean and dry now. Returned to clinical service upon completion. A supplemental medwatch will be submitted if new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if new information has been received.

Event description:
During patient treatment it was detected that the pressure readings were out of range. Customer decided to switch the hls set to mayo's cardiohelp per standard procedure. After that, the pressure readings were normal. The customer assumed that the readings, they got from their cardiohelp were skewed and no oxygenator change out was necessary. (B)(4).